Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (fault while charging) was confirmed. As received, the battery charger was not charging a test battery. Upon evaluation, there was contamination on the battery board. The cause of the faults is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a charger indicating that it was producing faults while charging.